Event description:
Customer reported the image goes black and the kv goes up to the max when the c-arm is placed in a lateral position.

Manufacturer narrative:
The ge rep discussed symptoms and ordered suspected repair part. He reproduced, verified and isolated very intermittent problem. He removed the bad high voltage cable assembly and installed new cable assembly, then tightened the loose interconnect jack j1. Jcj j1 is good. He tightened the loose steering handle bracket. Steering bracket is secure. Repaired cut cable jacket on workstation power cord. Power cord is now good. He cleaned, lubricated and tightened noisey steering rod universal joint. Steering "u" joint is now good. System now has stable image in all modes and positions. Unit checks good. All failed parts are being retained by the owner for staff training and cannot be returned for failure investigation.